Manufacturer narrative:
Samples received: (B)(4) unopened racepacks. Analysis and results: there are no previous complaints of this batch. Manufactured and distributed (B)(4) units of this batch. There are no units in stock. Received (B)(4) closed samples. Tested the needle attachment of the samples received and the results do not fulfil the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of b. Braun surgical, the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that the needle was detached from the thread from the original packages.